Event description:
It was reported to boston scientific corporation that a maxforce esophageal balloon was used during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on (B)(6), 2011. According to the complaint, the balloon was attempted to be inflated in the esophagus, but it would not inflate. The device was removed from the scope and a hole was noted to the balloon. It was confirmed that the balloon did not burst, however investigation results confirmed that the balloon was torn longitudinally. It was reported that there were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over (B)(6) old. Investigation results visual examination of the returned device found the balloon to be torn longitudinally. The catheter was inspected and no damage was found. The investigation results are not consistent with the event description. The reported defect of balloon hole was not confirmed, as the balloon was found to be torn longitudinal, indicating the balloon burst. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.